Event description:
Dealer states the unit is coding 2 green and 1 red, they replaced the 4 way valve, and now the unit now doesn't turn on correctly. Dealer states the unit comes on but the compressor will not start, and when manually turning the blades, the unit still does not kick on, so the dealer assumes this is not an issue with the compressor.